Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the system application was not launching and displayed a blue screen. A technical support specialist applied knowledge article (B)(4)" medapplication not launching automatically; station at blue screen" to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding during a cardiac ablation procedure. The customer stated that there was a delay of about 20 minutes and the required medications were propofol, fentanyl and versed. The customer added that they retrieved the required medications from travel anesthesia cart from another location. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system station got stuck at the blue screen while a patient was on the table during a cardiac ablation procedure, causing a delay of about 20 minutes. The customer added that they retrieved the required medications from travel anesthesia cart from another location. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, g2, h4, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-sep-2022 to 04- sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system application was not launching and displayed a blue screen due to software failures. A technical support specialist applied knowledge article 000011541 "medapplication not launching automatically; station at blue screen" to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.